Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was reverse funnel shaped and it was moderately angulated. It was reported the bifurcated stent graft was accurately positioned below the renal arteries; however, when deployment was completed, the physician noticed that the top of the bifurcated stent graft was 6-7 mm below the renal arteries with no endoleak present. The physician commented that due to the shape and angulation of the aortic neck, the stent graf would move down after deployment. As a precaution, an aneurx aortic cuff was successfully implanted below the renal arteries. No additional clinical sequelae were reported and the pt is fine.